Event description:
It was reported that a flogard infusion pump was not functioning. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented a door open alarm. Visual inspection revealed a broken door latch. The cause of the reported problem was determined to be a broken door latch. To correct the reported problem, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.